Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, a pop sound was heard when the physician went to close the clip on the tissue; however, the clip would not release from the catheter despite squeezing and opening the handle. The physician then had to pull the clip off the tissue and complete the procedure with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip would not release from catheter.